Event description:
It was reported that a malfunction alarm occurred on the pump and noted at least three occurrences of the same issue. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer had no backup insulin therapy available, and stated they will reach out to their healthcare provider (hcp).